Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-apr-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing morphine (dose is unknown). It was reported that the clinical specialist was notified that practitioner in the office was not able to aspirate from pumps catheter port. Surgeon first made an incision over the spine segment. Surgeon then cut the catheter just proximal of the connector. Clinical specialist observed that spine segment that was currently still implanted was dripping cerebrospinal fluid (csf). Surgeon then made an incision over the pump pocket and disconnected the pump segment from the pump. Surgeon stated that he was not able to fully remove pump segment from the pump pocket and would be leaving that portion of the catheter abandoned. Surgeon then connected new pump segment to the pump and tunneled catheter to the spine incision. Surgeon then connected spine segment to pump segment with a connector. Surgeon then aspirated 2.0 ml¿s from the pumps catheter access port (cap) chamber. Surgeon removed 20 ml¿s from pump reservoir. Surgeon then replaced 10 ml¿s of medication along with 10 ml¿s of preservative free normal saline in order to dilute concentration by half. Catheter issue suspected because patient went in for normal pump refill and pump reservoir measured more than it should have. Doctor suspected that medication was not properly being infused because of a possible catheter obstruction. No environmental/external/patient factors were known to have contributed to the event. It was reported that the issue was resolved at the time of this report.